Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that 8 days following an intraocular lens (iol) implant procedure her vision is blurry for anything past 8 feet. Additional information was provided by the consumer, who reported that it has been 17 days since surgery and her vision is very blurry for anything more than 8 feet away. The implanted lens was supposed to give her distance vision. It is causing her depth perception and distance vision problems. The doctor has informed the consumer that it just takes awhile to adjust and to revisit in 2 weeks. The doctor is certain that he implanted the correct lens. The consumer reported that she loves to bird watch, hike, bike and play pickle ball. She states "this is cramping my style".